Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an elevated threshold at implant and that the patient physiology was the root cause. The lead was electrically abandoned. It was later reported the lead was removed and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an elevated threshold at implant and that the patient physiology was the root cause. The lead was electrically abandoned. No patient complications have been reported as a result of this event.